Event description:
Procedure performed: ni. Event description: balloon would not inflate. Report from the sales rep: the balloon was not inflatable after inserting it to the body cavity. It was inflated during the pre-check before the usage. It was not a robotic surgery. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The distal side of the balloon was found to be scratched. However, we could not identify whether the scratch caused the reported incident. The distal side of the cannula was scratched. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant's experience of balloon leakage. Upon closer inspection, a hole was observed in the balloon and the distal glue line was fragmented. Based on the condition of the returned unit, the balloon damage was likely due to an object or instrument coming in contact with the trocar. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines, and during secondary port placement." However, the exact root cause of the glue line fragmentation is unknown. Based upon the initial description of the event, the event of balloon leakage is not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the glue line fragmentation. Correction: updated device code(s).

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: balloon would not inflate. Report from the sales rep: the balloon was not inflatable after inserting it to the body cavity. It was inflated during the pre-check before the usage. It was not a robotic surgery. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The distal side of the balloon was found to be scratched. However, we could not identify whether the scratch caused the reported incident. The distal side of the cannula was scratched. The unit will be returned to (B)(4) for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.